Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified that batteries need replacement. Batteries were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 2600 system displayed an overtime error at film exposure. No patient injury reported.